Manufacturer narrative:
This device is import for export, the 510k for a similar model sold in the us is: k200090. The scope was received by pentax medical (B)(4) and the collapsed insertion flexibel tube was confirmed. Details of the repair have not been provided. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of a complaint which occurred in the emea region stating "the ift is collapsed by 15cm" involving pentax model eg36-j10ur/serial (B)(4). The event was reported to occur in the workshop, during inspection.